Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the excess catheter uncoiled in front of the pump and was on an ultrasound. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4) implanted: (B)(6) 2005, product type catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 14-dec-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 8 mg for a total dose of 3.7026 mg/day, prialt 4 mcg for a total dose of 1.8513 mcg/day, and unknown baclofen 20 mcg for a total dose of 9.2565 mcg/day via an implantable pump. It was reported ultrasound examination on (B)(6) 2020 revealed the pump segment of the catheter was found to be anterior to the pump in the pocket. It was noted the patienthad an anterior pump pocket catheter. No action was taken. The outcome of the event was unresolved at time of study exit/death/study closure. The device diagnosis was other catheter migration. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. Additional information received indicated the patient died on (B)(6) 2020. The cause of the death was sepsis. The death was not related to device, procedure, or therapy. No further complications were reported/anticipated.